Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level was 40 mg/dl at morning and 48 mg/dl at the time of incident. Customer treated with juice and glucose tabs. Customer reported that the reservoir top of the cap parts break off. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.